Event description:
It was reported that there were concerns with the position and insulation of the atrial lead. The lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there were concerns with the position and insulation of the atrial lead. The lead was partially explanted, capped and replaced. It was further reported that the physician thought the insulation damage of the lead may have occurred from the electrocautery during the routine device change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was melted. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, there was blood in/on the helix mechanism and there was apparent explant damage.